Event description:
A tandem mobi cartridge alarm was reported by a caller during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted in attempting to reload the cartridge, but the alarm recurred, leading cts to replace the pump and the original cartridge. The customer will use multiple daily injections (mdi) as a backup therapy and has been instructed on returning the problematic pump. A replacement pump has been sent to the customer, who will continue using the current pump with 5-inch tubing until the replacement arrives.